Manufacturer narrative:
Corrected information has been provided in d1 and d4. Epistaxis: the cause of the injury was not determined due to insufficient clinical details. Asae / major bleed : the cause of the bleeding at the access site was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 31 year old female patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was also known to be on support with extracorporeal membrane oxygenation (ECMO), inotropes, vasopressors, and oxygen for respiratory needs. No other medical history was shared. While on the support the patient had a femoral access site bleed that prompted the team to transfuse blood products due to a drop on hemoglobin levels. Additionally the patient had a nose bleed. After 6 days of support the team made decision to explant the cp with vascular surgery support, and keep the patient on the ECMO while awaiting transplant. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding. The patient survived the bleed.